Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 229 mg/dl at the time of the incident. The customer stated the drive support cap is sticking out. The customer also stated that they went to refill the reservoir and to prime it and the pump is not stopping and gives a compromised force sensor system alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test due to compromised force sensor system alarm. Unit received with minor scratched lcd window, peeling keypad overlay, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.